Event description:
The cook stent was deployed in the pt. The stent deployed correctly and when removing the balloon (on the stent delivery system) from the pt's body the balloon would not exit the sheath. The balloon would not deflate. The sheath was removed leaving the wire and the balloon catheter in the pt. The balloon still would not come out of the body. Another physician was called to perform a cutdown in the iliac to retrieve the balloon. The balloon was successfully removed through the cutdown without any further complications.